Manufacturer narrative:
(B)(4). Evaluation of the returned samples confirmed that the point of detachment from the syringe barrel had been twisted and elongated prior to breakage and complete separation of the luer tip. In addition, the threads of the luer lock portion of the syringe had been damaged. Inspection and testing of retained samples from the reported lot confirmed that there were no defects or anomalies. Simulation testing was performed by intentionally using excessive force to twist the syringe male luer tip into a female luer fitting. The result was breakage of the syringe tip with a very similar appearance of the damage at the detachment point and to the luer lock threads. Although the cause for the reported breakage cannot be definitively determined based upon the available information, the appearance of the returned sample is most consistent with excessive torque having been applied by the user. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
A dialysis facility reported that the luer tip from 2 syringes broke off in 2 cartridge ports during an at home dialysis procedure. Follow-up communication confirmed that: the syringe tips broke off into both ports of the dialysis cartridge during the dialysis procedure; the dialysis procedure was unable to be completed because both ports had become obstructed; the blood that remained in the cartridge was unable to be returned to the patient; and the total blood loss volume was estimated to be 235-ml.